Manufacturer narrative:
Continuation of d10: product ID a810, product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (na mg/ml at na mg/day) and bupivacaine (na mg/ml at na mg/day) via an implantable pump for unknown indications for use. It was reported that the doctor did a refill today and did not realize that the drug concentration was changing. The company representative (rep) stated that they updated the pump and changed the drug from 0.5 mg/ml of hydromorphone to 1 mg/ml the rep also stated that there was no bridge bolus done and the 24-hour dose was incorrect. Technical services walked caller through updating the pump to simple continuous with the new drug concentration. And perform the correct flex steps and bridge bolus to properly bridge the .5mg/ml to 1 mg/ml. The troubleshooting steps resolve the issue on the call.

Event description:
Additional information was received from a company representative (rep) reporting that the cause of the drug concentration changing was that once the doctor had begun the refill they realized that the concentration was different and requested that a rep be brought into the procedure room to help.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.